Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead was difficult to be removed and there was issue with the implantable cardioverter defibrillator header when removing the lead. The lead was capped and the device was explanted. The new system was implanted successfully. The patient was doing fine throughout the whole procedure.